Event description:
Boston scientific received information from a local health care provider (hcp) that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The patient was seen for follow up. The hcp did not provide details of the patient's syncope. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available and at this time our investigation is complete. Should additional information become available, this report will be updated.